Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to diabetes. No further details were provided. Attempts were made to contact the customer's next of kin, however no one answered the phone and voice mails were left.